Event description:
It was reported that pump shut down unexpectedly, causing screen to go blank with no blinking light, and pump needed to be plugged into power before it turned back on despite having more than 20% battery and no prior power alerts or shutdown alarms. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for back up insulin therapy.